Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. It was advised that the customer could continue using the pump and to call back if any issues arise again.